Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) reported that drawer 4-1 was not appearing on the bus. Upon inspection, the retractor band connection on the pyxibus module controller board was found to be improperly seated. The fse reseated the cable and tested the drawer in the application. No issues were observed during testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another device that caused a delay in patient care. There were no adverse events or injuries reported based on this event.